Event description:
As reported from (B)(4), a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. At the time of index procedure, angiography revealed 95% stenosis in the mid left anterior descending. The indication for the procedure was stable angina pectoris and positive functional test for ischemia. The lesion was described as 25mm in length, class b2, and de novo. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 3 x 15mm balloon at 10atm and a 3 x 28mm cypher rx was implanted at 24atm. As a standard procedure, the stent was post-dilated with a 3.25 x 20mm balloon at 24atm. Pre-procedure and 6-12 hours post index procedure, the cardiac enzymes were in normal range, but the ck-mb was 6.3 (3.6 unl) and troponin I was 2.3 (0.59 unl) at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab reported no new st-t abnormalities and no new q waves. In addition, the site reported no post-procedure adverse events, but this elevation in enzymes was later diagnosed as a periprocedural mi as per received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, beta blocking agents, bivalirudin, plavix, lipitor, and nitroglycerine. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. This is a (B)(6) male with medical history including hypertension, hyperlipidemia and angina. At the time of index procedure, angiography revealed 95% stenosis in the mid left anterior descending. The indication for the procedure was stable angina pectoris and positive functional test for ischemia. The lesion was described as 25mm in length, class b2, and de novo. The reference vessel was 3mm in diameter. As planned, the lesion was pre-dilated with a 3 x 15mm balloon at 10atm and a 3 x 28mm cypher rx was implanted at 24atm. As a standard procedure, the stent was post-dilated with a 3.25 x 20mm balloon at 24atm. Pre-procedure and 6-12 hours post index procedure, the cardiac enzymes were in normal range, but the ck-mb was 6.3 (3.6 unl) and troponin I was 2.3 (0.59 unl) at 16-24 hours post index procedure. As per the adjudication report, the ECG core lab reported no new st-t abnormalities and no new q waves. In addition, the site reported no post-procedure adverse events, but this elevation in enzymes was later diagnosed as a periprocedural mi as per received adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the following day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15115422 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events.